Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave a motor error alarm during the prime process. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. The alarm history was reviewed, and there was an error alarm noted after the motor error alarm. Also, the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime tests. Unable to confirm error alarm in alarm history due to corrupted history files. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.